Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness while using the device. The patient alleges having difficulty breathing for 5 years while using the device and reported shortness of breath and loss of voice. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The pms clinical expert reviewed this notification of a patient reporting that she has had difficulty breathing for 5 years while using the device; shortness of breath and loss of voice. Patient also reported nasal/throat irritation or soreness. The above reported event is assessed as a serious injury possibly related to the device in this case. Patient also reported nasal/throat irritation or soreness. These reported events may possibly have resulted from the usage of the device due to foam degradation or/and emission of voc from the sound abatement foam. Based on the available information at the time of the review, the device may have caused or contributed to the reported events. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness while using the device. The patient alleges having difficulty breathing for 5 years while using the device and reported shortness of breath and loss of voice. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging nasal/throat irritation or soreness while using the device. The patient alleges having difficulty breathing for 5 years while using the device and reported shortness of breath and loss of voice. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. ( in the previous MDR both adverse events and product problem was checked.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.